Manufacturer narrative:
D4, h4, 6: info is anticipated, but unavailable at this time.

Event description:
It was reported that during a lap oophorectomy procedure, the active blade broke off outside of the pt. The procedure was near completion, no need to open a new device. There was no pt consequence. The pt is currently stable.